Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in pacing impedance measurements which was being monitored by the health care professional (hcp). Measurements were not out of range at that time. Then impedances later increased to greater than 2500 ohms. This out of range measurement did not allow the respiratory rate trend (rrt) feature to be enabled. The rv sensing and threshold measurements were normal, and no noise was observed. Technical services (ts) discussed programming options and continued monitoring. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in pacing impedance measurements which was being monitored by the health care professional (hcp). Measurements were not out of range at that time. Then impedances later increased to greater than 2500 ohms. This out of range measurement did not allow the respiratory rate trend (rrt) feature to be enabled. The rv sensing and threshold measurements were normal, and no noise was observed. Technical services (ts) discussed programming options and continued monitoring. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating the rv lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms for a year and noise. The patient was unable to undergo magnetic resonance imaging (MRI) as a result. The rv lead remains in service. No adverse patient effects were reported.